Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00220, 425-92-009, s800 - revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery due to a femoral fracture.